Event description:
It was reported that dome sticker was missing from the insulin pump after the customer dropped it. It was stated that the customer had to stop using the insulin pump because it was delivering insulin when pressing on the back of it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.